Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 12:00 pm, the result from a laboratory using an unknown reagent was 5.6 inr. At 12:27 pm, the result from the meter was 8.0 inr. At 1:57 pm, the result from the meter was 8.0 inr. The therapeutic range was 2-3 inr.